Event description:
It was reported that the patient was brought to the hospital. The patient was unresponsive. The type of medication, concentration, and daily dose being administered via the pump were no reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.